Event description:
It was reported that the device keyhole does not work properly. Noticed after the case.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the returned complaint device was conducted, this did not identify any physical damage to the unit. Further functional evaluation confirmed the complaint issue as the hand piece would not interlock with the console. The root cause determined for this failure was found to be due to the pump cartridge vibrating out of the u.I. Assembly but leaving the chamber in a locked position. Following the complaint assessment the u.I. Assembly was repositioned and the device passed all functional testing. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.